Event description:
A facility reported that after the patient was sent back to ward, the physician found that there was csf leaking from the luer-lock and the microsensor was also broken. Therefore, the physician retrieved the sensor and stop monitoring. The microsensor was implanted and explanted on (B)(6) 2023, and the patient did not experience any signs and symptoms. Based on the additional information received, the stopcock connected to tuohy-borst adapter is not part of codman microsensor ventricular catheter kit. According to the reporter, since there was cerebrospinal fluid leak from the luer- fitting, the physician changed a tuohy-borst adapter to replace the luer fitting. The defect was also identified after the procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis ¿ the unit did not come with the external drain catheter and was completely missing. It was initially noted that touhy borst adaptor was the only component part that was returned for analysis. Further inspection identified the male connector of the ventricular catheter. However, it was found detached from the rest of the catheter and connected to an unknown adapter separate to the 826633 assembly. It was also noted that both adapters were wrapped with tape. Due to missing significant components of the complaint unit, functional testing was not performed for this complaint unit. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. However, a likely root cause is misuse as a stopcock part not included in the catheter kit appear to be connected to the tuohy borst adaptor.